Event description:
It was reported that the right ventricular lead had high impedance, high thresholds, noise, and no capture in bipolar. The atrial lead had high impedance, high thresholds, noise, and unable to pace bipolar. Lead fracture was suspected on both leads. The leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: c2tr01 ipg: (B)(6) 2011. A 507153 x 2 leads: (B)(6) 2003. (B)(4).